Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. The patient was at a truck stop alone at the onset of the event. Ems was called and performed resuscitation attempts but the patient passed away. Download data shows that the lifevest was worn for approximately five minutes during the event. The lifevest was powered on at 10:03:12 on (B)(6) 2018. Device download data showed that the patient was in vt (180 bpm) with motion artifact for about 44 seconds before the ecgs were saturated with motion artifact. The noise artifact prevented the lifevest from entering the detection and treatment sequence. The lifevest was shutdown at 10:08:39. The rhythm at the time of device deactivation is unknown due to the amount of motion artifact. The source of the motion artifact is unknown, but the artifact may have resulted from ems resuscitation attempts.